Event description:
The dealer was taking the head section of new ivc bed out of the carton when they allegedly dropped it on the hand, resulting in a broken finger and a cut requiring stitches. They allege the cause of this incident was poor packaging.